Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation under the ECG electrodes. The patient sought medical attention at a medical facility and was prescribed salve (type unknown). Upon follow up the patient reported the skin irritation had cleared up.